Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring at the proximal end in the housing. The grip ring was shifted manually in-house, and the grips opened at the distal end. The instrument was placed on an in-house system. The instrument passed the recognition, engagement, and initialization tests. The instrument cut and delivered energy properly. The grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, the vessel sealer extend (vse) jaws did not close completely after the lock was released. The customer used a backup vse instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury.